Event description:
On 04/21/2025, a facility representative reported via (B)(6) that an ar-8943-15 low pro depth device was broken. The portion of the depth gauge that hooks into the bone was disconnected from the measuring portion. It appears as if the weld came apart. The account disposed of the depth gauge down in spd following the case, as it was broken. This was noticed at the beginning of the case, and no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.